Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a high blood glucose of 800 mg/dl. Prior to the hospitalization, their blood glucose was in the 300 mg/dl and 400 mg/dl ranges starting on (B)(6) 2018. Their high blood glucose continued until they were hospitalized. The customer was in the hospital for a week. They were treated via manual insulin injection. The customer disconnected from the insulin pump since they did not believe the device was properly delivering. The hospital staff checked the insulin pump and the device was not dispersing the amount of insulin displayed on the calculator. Troubleshooting was not completed. The insulin pump was not returned for analysis. The reservoir was not returned for analysis.